Event description:
It was reported that multiple ilet insulin cartridges leaked, leading to prolonged hyperglycemia after a supply and cartridge change, with the user noting possible connection and handling issues such as assembling components outside the device, potential overfilling, and not fully tightening the tubing connection; the highest blood glucose was 401 mg/dl over approximately seven hours, and no backup therapy or ketone testing was used. Symptoms included lethargy and fatigue. Outcomes included transient impact on daily activities without medical intervention or hospitalization. Investigation included complaint intake review, device use review, user education on cartridge handling and assembly, and downloading and reviewing device reports. Investigation of this case revealed probable user-related handling factors consistent with improper assembly or overfill leading to cartridge leakage. It was concluded that the event was related to hyperglycemia associated with a leaking cartridge and that user education and replacement supplies were provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.